Manufacturer narrative:
Device is yet to be returned.

Event description:
It was reported that one of the patient's dual magec rod appeared to not be functioning; after over three years. The physician revised the rod, and implanted a new magec rod without incident.